Event description:
Patient's x-rays revealed that implanted valve's rotor component became dislodged. The valve is reported to have broken and would no longer regulate intracranial pressure. The valve was implanted in 1996.